Event description:
It was observed during the device inspection, that the uretero-reno videoscope exhibited that the bending section was defective, and the distal end and the forceps channel port both had foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: correction to g3 of the initial medwatch. The aware date should be jul 29, 2024. Additional information added to fields h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, there was no trace which indicated that the device handling by the user was deviated from instructions for use. Therefore, manufacture business center could not specify the root cause of the suggested event. Manufacture business center presume that the suggested event occurred when excessive stress was applied to insertion section which was angulated. The user may detect the event by handling the device according to the following instructions for use: operation manual_ preparation and inspection_ inspection of the endoscope inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. The user may prevent occurrence of the event by handling the device according to the following instructions for use: operation manual operation_ warnings and cautions: operation. Do not operate the angulation control lever with excessive force in a narrow space to the opposite direction from the bending direction while the distal end of the endoscope is not moved. The bending section may be damaged. Check the tip position of the endoscope and the shape of the bending section using fluoroscopy, etc. Do not insert the insertion tube with excessive force and twist. Do not insert the insertion tube with excessive force into the ureter or calix. The bending section may be damaged. Olympus will continue to monitor field performance for this device.